Manufacturer narrative:
Additional information was received. Sections a2, a3, b1, and b7 were updated. Sections f10 (device code), h6 (conclusion) and h10 were corrected. Per the patient¿s medical records, approximately 3 years and 6 months post tvar procedure, tee showed the valve had mild regurgitation, moderate to severe aortic valve stenosis, a peak gradient of 62 mmhg, and aortic valve area (ava) of 0.9-0.95 cm2. Approximately 1 month later, the patient was admitted for chf and a-fib, and experienced dyspnea on exertion and exertional chest pain. Echo showed mild aortic regurgitation, moderate to severe aortic valve stenosis, and the bioprosthetic leaflets were thickened and motion was restricted. Approximately 1 month later, a second 26mm sapien 3 valve was implanted. By measurements, it appeared the original valve was not completely deployed resulting in a narrowing. The patient was discharged on post-operative day (pod) 1. Pod 1 echo showed no hemodynamically significant valvular aortic stenosis, no aortic regurgitation, the valve was well seated with appropriate gradient across the avr. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the structural valve deterioration was possibly due to the original valve not being completely deployed, resulting in a narrowing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
Approximately 3 years and 9 months post implant of a 26mm sapien 3 valve in the aortic position, the patient presented to the hospital with increased valve gradient. A second 26mm sapien 3 valve was implanted within the first. The patient was alive post procedure.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Despite multiple requests, the hospital did not provide additional information. Therefore, the cause for the increased gradients could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.